Event description:
Report from the USA stating the device will not engage the cutter. The device was not used in surgery. It is unknown if injuries or medical intervention occurred. It is unknown if there was a delay in surgery. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).